Event description:
It was reported that the user continued to receive alert 38 during a supply change, including with an empty chamber and during rewind, despite force restarts and verification of charge and absence of visible piston obstruction with the user's blood glucose of 289 mg/dl; the device issue was consistent with consecutive stalled motor. Investigation of this case revealed a persistent motor stall condition without an identified external obstruction, consistent with an internal pump motor or mechanism fault. Clinical symptoms included dizziness associated with hyperglycemia reported. Outcomes included the user transitioning to subcutaneous insulin via pen and using backup therapy without hospitalization. Investigation included troubleshooting and education, review of use conditions, and confirmation that the alert persisted after restarts and cartridge removal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.